Event description:
The pt called alleging erratic readings on the lifescan meter. The pt received a 215, 241, 359 and 493 mg/dl. Readings were within 10 minutes of one another. The pt did not seek medical attention or contact a physician for assistance. The technique of applying blood on the test strip was correct. The test strips were in good condition and not expired. The test strips failed using the control solution test twice.